Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 7 shocks and 7 bursts of anti-tachycardia pacing during two episodes. It was mentioned that some of this therapy was inappropriate because it was given during normal sinus rhythm when the rhythm was fluctuating with a slightly different ventricular morphology that resulted in the device labeling those beats as uncorrelated. This device remains in service. No additional adverse patient effects were reported.